Manufacturer narrative:
Section d: the heartmate 11 volt li-ion backup battery is a sub-assembly of the heartmate 3 system controller. Suspect medical device has been updated to reflect heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of a bent pin in the backup battery was confirmed. The system controller was not returned for analysis. The returned backup battery, serial number (B)(6), had a bent pin 1 (lcs_black). The pin was straightened and the battery was functionally tested and was found to fail the electronic load test. It was able to pass this step and function as intended after being fully charged. The backup battery went through multiple load tests and self-tests and no backup battery fault alarms were produced during testing. A root cause for the reported bent pin was not conclusively determined through this analysis. Device history records for the controller could not be reviewed due to the serial number being unavailable. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller pins. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon inspection of battery a broken pin was found. This inspection was done out of box and it was prior to it being assigned to a patient. A request for a replacement was made.

Manufacturer narrative:
No further information was received. A supplemental report will be submitted once the manufacturer's investigation is complete.